Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed via a merlin at home transmission. Programming changes were made and the issue was resolved. The patient's condition prior, during and after this incident was stable.